Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient had disconnected from the patient line but did not close the clamps or stop therapy. The power was cycled to clear the alarm and the patient was advised to notify their nurse of the event. It was not specified how the patient planned to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.